Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient was in the hospital intubated with encephalopathy and they wanted to have a company representative come and check the pump. Per the healthcare provider, they used narcan with no results and given the patient fentanyl. The healthcare provider stated she does not think this is pump related, but they want someone to check the pump.

Event description:
Additional information was received from a healthcare provider (hcp) who clarified that the patient had acute upper gi (gastrointestinal) bleed, acute blood loss anemia, and acute encephalopathy. The patient was admitted (B)(6) , intubated, and had an MRI with and without contrast. On (B)(6) a lumbar puncture (lp) performed and was negative. The patient also had a CT angio abdomen/pelvis which showed lap band present without inflammation. Then on (B)(6) the patient extubated, and an eeg was performed (results not provided). It was included that the patient¿s bolus dosing for the pump was discontinued prior to the patient¿s admission to the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.